Manufacturer narrative:
Information references the main component of the system and ot her applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, ubd: (B)(6) 2022, UDI#: (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there was an open circuit on electrode 1. The surgeon opened the connection, re-connected, re-tested, and tried in different configurations and the problem was still present. It was concluded that the lead was fine, and the problem was likely with the extension. This was an out of box issue. The impedances were tested in a way that ruled out an ins issue. A neurologist was consulted, however since the electrode was not likely to be activated, the extension was kept in use. The issue was not resolved however no further surgical intervention was planned. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the issue was unknown.